Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The affiliate reported via email rotator cuff repair. Tip of anchor broke in insertion. No ae to patient. No delay to procedure. Additional information received via email from the affiliate on 6-19-2017. The product specialist confirmed that the broken tip was not retrieved. Additional information received via email from the affiliate on 6-20-2017. It is unsure if the insertion off axis. The bone quality of the patient is unknown. The surgeon is suspected to use the original bone hole to complete the procedure. The tip did not fully detach from the rest of the anchor so it was not left implanted on patient. All available information have been provided. No further information is forthcoming. Additional information received on 8-23-2017. Please be advised that the anchor tip was cracked, not completely dislodged.